Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer went to the site to test the navigation system. The ups and power supply were replaced. The system then performed as intended. The ups was returned for analysis. Through visual and functional testing methods it was confirmed that the ups functioned as intended. No failure was found with the part. The power supply was returned for analysis. Through visual and functional testing methods it was confirmed that there wasn't any voltage emitting from the 28 vdc. Also, there was a rattling noise coming from inside the unit. Upon further investigation, a loose screw <(>&<)> nut was found within the chassis. An electrical failure was confirmed . If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system led power button was flashing and beeping intermittently while the system was plugged into a wall outlet that they verified was outputting power. Additionally, it was stated that the cart powered down. They could not confirm when it powered back up whether it went through a complete boot up or resumed where it left. The site was not able to clarify the exact details. In further diagnosis, it was confirmed that the system was turning black screen and beeping, but did not exit the software and flickers. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: initial reporter updated. If information is provided in the future, a supplemental report will be issued.